Event description:
According to the op report this valve was explanted due to thrombus and pannus. Intraoperatively, the heart was enlarged, and revealed the mitral valve to be "almost totally" thrombosed was almost no movement of the leaflets discernible. After the left atrium was opened, a good amount of pannus formation and fairly fresh clot involving both leaflets of the valve was seen. The leaflets were immobile and there was a dark discoloration of the area where the sewing ring of the valve was seated in the annulus. The annulus was "basically destroyed" in taking out the old valve. The left ventricle and atrium were irrigated thoroughly to remove any loose debris and a 31mj-501, was implanted. The pt was sent to the recovery room in satisfactory, but critical condition.